Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown.this device is used for treatment. Product history search cannot be completed since the lot number is unknown. No probable cause is determined with the provided information.

Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It has been reported that a (B)(6) male was revised 16 years after implantation due to fracture of the glenoid.